Manufacturer narrative:
3004753838-2025-152001 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient that she was feeling low last week and the cgm reading was also low at 47mg/dl; however, the patient did not hear any alert from the mobile device. No other details were documented in this complaint. This complaint describes an episode occurring before she used dexcom. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information was available.